Manufacturer narrative:
Date of event: exact date unknown, event occurred a year ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced difficulty charging due to repeated charge attempts to reach a full charge. These were more frequent, longer than anticipated, and rarely getting beyond two bars. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.